Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused magnesium sulphate during therapy leading to drug toxicity in a patient treated at the obstetrics department. Reportedly, the pump commenced infusion of magnesium sulphate without the nurse having selected run to start the pump. The complainant further described this infusion to have taken place at a rapid rate with approximate over infusion of 1/4 bag of magnesium sulphate over a period of about 5 minutes. The device was initially programmed within the set parameters of the magnesium sulphate under obstetrics, a 500cc bag with an infusion of 4 grams over 20-30 minutes. Following the initial loading dose a running rate of 1 or 2grams per hour would have been initiated. The bag of magnesium sulphate was reported to not have been brought to room temperature and a secondary infusion of natural saline (volume to be infused of 1000cc at an unknown rate) would have followed the primary infusion. It was allegedly stated that the registered nurse (rn) initially tried to program the pump setting outside the pre-determined parameters, the 4gm loading dose is to be given between 20-30 minutes however the rn tried to program over 60 minutes. This is not within the limits of the pump so it did not start. The rn then left the pump at this point to care for the patient and did not get back to correcting the programming before realizing the pump was infusing the medication at a rapid rate. The rn observed the patient became symptomatic with mgso4 / magnesium sulphate toxicity, heard the pumping running at an extreme rate and observed drips at this time. The rn removed the tubing from the patient and the patient received calcium gluconate intravenous (IV) push as medical intervention and the patient recovered from magnesium sulphate toxicity. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Review of the history log confirmed that the customer attempted to run an infusion of magnesium sulfate (20 grams/500ml) with a loading dose of 2 grams and a loading time of 60 minutes. The loading time of 60 minutes was outside of the device parameters and prevented the user from running the pump. The user then programmed an infusion of IV fluid with a rate of 125 ml/hr with a vtbi of 100 ml, however the infusion was run once and stopped by the user after only one-minute of infusing. The history log revealed no evidence of the customer reported symptom. Evaluation observed no issues upon performing flow accuracy tests as indicated in preventative maintenance manual 41394 rev a: 40ml/hr with a vtbi of 20ml; the test was performed three times with the following deviations from the true volumetric output: -3.2, -1.98, and -1.13 percent, respectively. An additional flow test was performed three times using parameters inputted by the customer, per the ehl, at 125ml/hr with a vtbi of 31.2 ml; the resulting deviations from the true volumetric output were -3.85, -1.90, and -1.11 percent, respectively. All deviations resulting from these flow tests fall within the plus or minus five percent margin of error for specifications. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.